Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple cubies actively failed on row c on half height main drawer 3.1.the field service engineer found faulty muscle wire on row tray c on drawer 3.1 and replaced the row tray to resolve the issue.the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the half height cubie drawer 3.1 (main) has a faulty sensor since it's not being recognized as opened even if it is and cubie pocket b5 from the same drawer is failed. The customer confirmed that there could be a possible delay in dispensing the meds but nothing specific right now as they were able to get the medications from a different station. There were no adverse events or injuries reported based on this event.